Event description:
This male patient with a history of unstable angina and hypertension was admitted for elective coronary evaluation. The patient was started on aspirin and ticlid 5 days prior to the procedure. Angiography revealed a de novo, concentric and bifurcated lesion in the distal circumflex artery (lcx). Aha/acc classification of the vessel was a type c. The lesion length was 36 mm and vessel diameter was 2.5mm. During the procedure, the patient was given 5,000 units of heparin. Pre-dilation was not conducted. A 2.5 x 18mm cypher stent was deployed to 12 atm for 30seconds at the target lesion. A 2nd cypher (2.5 x 23mm) was deployed to 12 atm for 30seconds at the proximal end of the 1st cypher with overlap. The stents were post-dilated with a 2.5 x 18mm balloon inflated to 16 atm for 30seconds. Timi flow before and after the procedure was 3. Ivus was not conducted. The residual % of stenosis was 0%. Act was not measured. The patient was discharged in stable condition. Approximately one year and eight months post index procedure, the patient returned to the hospital for pci of another known lesion in the left anterior descending artery (lad). Upon admission, the patient complained of chest pain and labs revealed elevated troponin levels. Of note, during the time since the index procedure, the dosage of aspirin was reduced (at a different hospital) and ticlid was discontinued (those dates are unknown). Ivus and coronary angiography conducted and thrombus was observed inside of the previously implanted cypher stents in the distal lcx extending from the proximal portion of the stented segment. To treat the thrombus, balloon angioplasty was conducted. Other procedural details are unknown. After treating lcx, the lad was treated as planned (details unknown). There were no reported procedural complications. The patient was discharged in stable condition after 6 days hospitalization. Physician's comment: the cause of the thrombotic event may be because ticlopidine hydrochloride was stopped at another hospital. Therefore, it is not related to any cypher stent product defect.

Manufacturer narrative:
Cypher product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #'s: 9616099-2008-01197 and 9616099-2008-01198. Additional information will be submitted within 30 days of receipt.